Manufacturer narrative:
Retainer = black customer returned pump for an alleged pump error 63/4 alarm found on (B)(6) 2021. Device passed displacement test and self test. No unexpected pump error 63/4 alarms noted during testing. Successfully downloaded history files and traces using thump. Pump error 63/4 alarm found in the pump diagnostic trace on (B)(6) 2021 at the hour of 08:17:06. Pump error 63 alarm due to hardware error (line number 2017 file number 147) and pump error 4 alarm due to hardware error. Device was cut opened and inspected. No physical damage or moisture damage found on the electronic assembly, motor assembly, force sensor or battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label and cracked select button keypad overlay. Pump error 63/4 alarm due to hardware error. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump errors. The customer stated that they were able to clear the alarm and rewind the pump. Customer stated that cannula fill was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.